Event description:
It was reported that the pump was not being exposed to extreme temperatures at the time, but multiple temperature alarms occurred after pump was exposed to extreme temperatures while customer was sunbathing. Customer cleared the alarm to address the issue. Customer¿s blood glucose level was 71 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.